Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing and defibrillation impedance was observed. The right ventricular (rv) lead was capped and replaced and during the procedure the lead appeared stretched near the header likely due to friction against the device. No evidence of externalized conductor wires were observed. The rv lead was capped and replaced with no adverse consequences to the patient.